Event description:
Additional information was received from the health care provider via the manufacturer representative reporting that a new lead was implanted on (B)(6) 2019. The cause was not known. The event was resolved on (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2019 explanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Implanted in the year of 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for hypocontractile bladder. It was reported that in (B)(6) 2019 the patient experienced sudden intense of pain with the stimulation when getting into a car. Stimulation increased after it had been switched off for a few days, then had to increase to 4.9 until the patient felt something. The effect also decreased. The impedance was measured: good impedance on only 3 points others were high of > 4,000 ohms. Settings c + 2, c + 3.2 + 3 had normal impedance. The patient has not fallen, no MRI, or something else. Now case + -2 activated. Sensation reduced to 0.45 hz due to sharpness of the current to 11 pw 240. Cycling was on but now has been turned off. Troubleshooting was performed. Impedance in different positions were measured, however, no difference compared to the previous measurement. The patient reacted very heavy when the electrodes that indicate the high impedance was activated. X-ray was done of the pelvis; no abnormalities seen (assessed by urologist). Unfortunately, the hcp was forced to plan a replacement for the lead. Stimulation of other electrode now as an escape till the procedure. No further complications were reported or anticipated.